Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump was received with a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery during bolus, basal, and fixed prime. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarms. The customer was able to prime successfully. The infusion set cannula was not bent either. A displacement test was performed and passed. The customer was able to push insulin through the tubing via plunger push as well. However, when the customer rewound and primed again a no delivery alarm occurred. The insulin pump will be returned and replaced.